Event description:
On (B)(6) 2025, a patient underwent a angioplasty procedure in a case of ipsilateral antegrade bk using an ultrascore 014. During procedure, attempts were made to expand the pop stenosis and then remove it, but it did not come out when the balloon's tip marker approached the entrance of the sheath, so it was pushed back into the body again, there was resistance and it was difficult to pass. Inflation and deflation were performed, and attempts were made to remove it again, but it did not come out, so the sheath was removed and taken out of the body. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.